Manufacturer narrative:
Manufacturer's investigation conclusion: the report of driveline fault alarms can be confirmed based on the submitted log file. The log file, dated (B)(6) 2019, contained approximately 33 days of data, spanning from (B)(6) 2018 15:20 to (B)(6) 2019 12:22, which captured numerous and at times, continuous driveline fault alarms throughout the log file. The pump appeared to be functioning normally throughout the log file at the set speed of 9600 rpms, with pump power, flow, and avg. Pi ranging from 5.2-6.7 watts, 3.7-8.7 lpm, and 2.0-11.4, respectively. The patient was reportedly asymptomatic during the events; however, an external tear in the silicon sleeve of the patient¿s driveline was noted. A photo of the tear on the distal end bend relief was submitted. The tear was repaired with tape. Per the vad coordinator, the patient¿s system controller was exchanged because of the alarms. Technical services reviewed a log file from the patient¿s new controller which captured no further driveline fault alarms. The system controller, (B)(4), was returned and evaluated, during which the driveline faults were reproduced with a root cause being attributed to the system controller. The patient remains ongoing on vad support. No product available for investigation. The hmii patient handbook and the heartmate ii IFU explain all alarms, including driveline fault alarms, and the proper actions to take if the alarms cannot be resolved. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ and the heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 3 years and 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced a reoccurring driveline fault after clearing. The account noted an external tear on the driveline that was repaired with rescue tape. Per the account, the patient was asymptomatic. No further information was provided.